Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: primary di number is unknown. G4: FDA premarket submission number is unknown. One pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion seal was ruptured. No issues were found in the event history log. Functional testing confirmed that the downstream occlusion (dso) seal was ruptured and found that the battery compartment was starting to crack. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso sensor was ruptured. The dso sensor was replaced, and the battery compartment was replaced.

Event description:
It was reported that the pump's sensor membrane was damaged. Per reporter, the issue was discovered prior to patient use. There was no patient involvement. No patient harm/adverse event reported.